Manufacturer narrative:
Device is a combination product. Device evaluated by MFR.: synergy ous mr 3.00 x 32 mm stent delivery system was returned for analysis. A visual examination of the stent identified stent struts which were lifted in the mid- section of the stent. This damage likely occurred while withdrawing the device from the patient. The stent showed no signs of movement and was set between the proximal and distal markerbands. An undamaged section of the crimped stent was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip found no issues. A visual and tactile examination of the hypotube identified multiple kinks along the length of the hypotube shaft. This damage likely occurred as a result of handling the device when packaging it for return. A visual and tactile examination of the outer lumen and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.

Event description:
Reportable based on device analysis completed on 14 jun 2019. It was reported that crossing difficulties were encountered. The 85% stenosed target lesion was located in a moderately tortuous and severely calcified right coronary artery. Following pre-dilatation, a 3.00 x 32 mm synergy ii drug-eluting stent was advanced but failed to cross the lesion. The procedure was completed with a another of the same device. No patient complications were reported and the patient's status was good. However, returned device analysis revealed stent damage.